Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the display screen was confirmed to be dim and discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked to the left of grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The distributor contacted animas on 08/21/2015 alleging a display (dim/fading/color spectrum) issue. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.